Event description:
It was reported that during a stenting treatment procedure, a intravascular ultrasound (ivus) catheter became stuck in a previously placed stent. The 99% stenosed lesion being treated was located in the moderately tortuous high lateral artery (hl). Two 2.5x28mm and a 2.75x15mm promus stents were implanted overlapping in the distal to proximal lesion. Ivus was performed. When the physician attempted to remove the device, resistance was encountered at overlapping portion of 1st and 2nd promus stents. The atlantis sr pro² catheter was unable to be removed. The guide wire was removed. The imaging core from the catheter was removed and non-bsc guide wire was inserted. The physician attempted to remove the atlantis catheter 5 times with non-bsc guide wires, but was unsuccessful. The outer shaft of the atlantis catheter was cut and a medikit gc4.3fr was inserted. The physician attempted to remove again but was unsuccessful. Additional attempts to remove the atlantis catheter from the left main with non-bsc guide wires and radial approach were unsuccessful. During the event the 3rd promus stent became damaged. Angiography showed the promus stents were properly apposed to the vessel. The physician commented that "the blood vessel was small. There was not enough space among stent strut and inner diameter of blood vessel that could have possibly caused the guidewire exit port of ivus catheter stuck with stent". The patient was sent for surgery to remove the catheter. However, the physician was unable to remove the catheter. Further treatment is being discussed. No further patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).